Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator's upper display was blank. The ventilator was not in use on a patient at the time of the reported condition. A service engineer (se) inspected the device and confirmed the reported condition. To address the failure, the se replaced the graphical user interface (gui) printed circuit board (pcb), upper light emitting diode (led) panel, and the inverter board. The unit passed all testing and operates within the manufacturing specifications.